Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the ER (emergency room) with syncope and their heart rate in the twenties. ECG (electrocardiogram) strips were obtained and it appeared that there was no capture on the right ventricular (rv) lead. It was noted that when the device was interrogated the rv lead had no identifiable issues. The physician then thought it was possible that it could be a device malfunction. The device was explanted and replaced and the lead was capped and replaced since the physician was not sure if it was the device or the rv lead that was malfunctioning. No further patient complications have been reported as a result of this event.